Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophageal banding procedure. Pt's weight was not provided. Per the complainant, during the procedure the physician put the device into the esophagus. The physician attempted to deploy the bands but was unsuccessful. The device was withdrawn and another speedband superview 7 ligator was used to complete the procedure. There has been no report of complications or injury to the pt. The pt's condition post procedure was stable.